Event description:
It was reported that prior to starting a da vinci si surgical procedure, when the 8 mm blunt bladeless obturator was inserted into the patient during creation of a port incision, the surface of the patient's liver was scratched. The affected area was repaired using cautery and a little suture. It was reported that it is the surgeon's belief that damage to the patient's liver was a result of the length of the 8 mm blunt bladeless obturator when used with the regular cannula. It is unclear as to which cannula was used. The planned surgical procedure was completed and no post-surgical complications were experienced by the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The obturator has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The instruments and accessories user manual specifically states: precautions and warnings - to minimize the risks associated with port placement, ensure the following: appropriate patient positioning to shift organs away from the port placement site. An adequate level of insufflation. Obturator tip is pointing away from major vessels, organs, and other anatomic structures. When possible, visualization of the entire insertion of the cannula using the endoscope is preferred. Moderate, controlled pressure is employed when placing the cannula and obturator. Potential complications associated with the use of the cannulae, obturators and reducers are the same as those associated with the use of surgical trocars and laparoscopic surgery in general. These potential complications include, but are not limited to, superficial lesions, injury to internal vessels, bleeding, hematoma, injury to the abdominal wall, infection, and peritonitis.